Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer provided the system images of the optical coherence tomography (oct) scans and the overlays on video microscope (vm) for review. The vm image did not have any notable issues that might have caused or contributed to the event. The oct circle scan, however, displayed a ¿shadowed¿ section through the entire thickness of the lens. Shadows in the oct image can be an indication that an obstruction (e.g. Debris, scaring, or bubble) is preventing light from traveling through the layers of the eye and produce a complete and clear oct scan. When the shadows are traced to the cornea, there are darker sections on the cornea that appear to be obstructions. If there were obstructions over these locations, it would be expected that the laser treatment would be less effective for that area and can result in the reported event of an incomplete capsulorhexis. However, with the information obtained, it cannot be determined conclusively that what is seen in the image can be attributed to any obstruction. Although the oct scans are not used for diagnostic purposes, surgeons are trained to look for unusual scans and investigate further when something is seen. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on quality assurance (qa) assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported 2 clock hours of incomplete treatment as well as 3.5 millimeter pupillary constriction during a laser assisted capsulotomy cataract procedure. The surgeon proceeded with continuous curvilinear capsulorhexis (ccc) without complete view. A radial tear was noted during ccc and a vitrectomy was performed. The primary incision was enlarged to accommodate a change in intraocular lens. The surgeon had difficulty sealing the incision so a suture was used to close the incision.